Manufacturer narrative:
This report is for an unknown insertion instruments. Connecting/coupling screw. Trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is (B)(4) representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is o...

Event description:
Device report from (B)(6) reports an event as follows: it was reported that a connecting screw to the insertion handle does not screw well. Concomitant products: unk - insertion instrument connect/couplng screw:trauma. Insert-handle hybrid. Driving cap f/insertion handle. This report is for a unk - insertion instruments: connecting/coupling screw: trauma this is report 3 of 3 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d11: additional concomitant device reported. E1: reporters state: cundinamarca. H6: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H11: d9: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.